Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that an impella cp was inserted and after moving the patient to the intensive care unit, bleeding occurred from the impella access site. Blood products were administered. The impella cp was removed, surgical hemostasis was performed, and the bleeding was stable. The patient was escalated to impella 5.5.

Manufacturer narrative:
The investigation for the reported major bleed has been completed. The root cause of the injury is most likely use related since after moving the patient to intensive care unit, bleeding occurred from the impella access site.